Manufacturer narrative:
Additional medical interpretation: five pictures taken from post-operative CT scan after l4/l5 posterior lumbar interbody fusion (plif). Laminectomy noted l2-l4. Screw position appears okay. Axial view through l4 disc shows 2 cages with bone inside. Sagittal pictures show progressive lysis and cyst formation with partial destruction of caudal l4 and l5. Sclerosis also noted in caudal l5. Artifact precludes view of spinal cord. Bone destruction consistent with infection, tumor (less likely due to disc space) chronic inflammatory process.

Event description:
It was observed that "erosion" of both cranial and caudal endplates of the treated disk occurred. Bone union did not occur.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.